Manufacturer narrative:
Aware date is an estimated date based off the notification date as the exact aware date was not reported. Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that a detachment occurred. A savion flx guidewire was selected for use. During the procedure, the guidewire buckled on the unspecified balloon catheter and snapped off inside the patient. A snare was used to remove the guidewire. There were no patient complications reported.